Manufacturer narrative:
The device is not returned since there was no malfunction of the device nor was there any injury or harm to any patient associated with it. As such, an actual device evaluation is not performed. An evaluation of the event is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. The device does not have a repair history on record in the past year. This event is not for the device malfunction or defect but for the steps not executed by the user at the time of reprocessing. During the course of the in-service, the customer stated that they were not suctioning the scopes prior to flushing the scopes with detergent. Since the user did not conduct suctioning of scope process, there was deviation from the instructions for use (IFU). Reprocessing process training to the user facility has been implemented. Reprocessing in accordance with IFU is now conducted at the facility.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The suctioning process for the scopes are now implemented in reprocessing at the facility. At the time of the event, suctioning all the scopes was very difficult as the facility only had one small table suction. All the ercp scopes have been cleaned accordingly to the instructions for use including the suction step. There has never been an infection case at the facility. The scope is not been cultured within the facility; scopes are cultured when sent out for repair. No scope has come back positive. There were no injuries or infections reported. The cleaning and disinfectant solutions used with the endoscope is prolystica for manual and rapicide for aer. The minimum effective concentration is being checked per scope with the steris aceq 2 and automatically checked during the medivator processing by being measured. The type of aer being used to reprocess the endoscope is a medivator dsd edge. The endoscope channel is being brushed during manual cleaning. A single use brush is being used. The manufacturer is olympus and the model is bw-412t. Pre-cleaning is being performed immediately after a procedure. Pre-cleaning is being performed at bedside. The scope is wiped boot to tip with a lint free sponge, suction water, suction detergent water, suction air, attach a/w channel adapter, suction detergent water, lastly, do nothing with the adapter still attached. The endoscope is being leak tested prior to manual cleaning. The leak tester is an olympus mu-1. There has not been any issues noted with the aer. The sink was not backing up with water and there was no biofilm or residue noted in the sink of the aer. The last step of the aer is flushing of air into the channel of the endoscope. The last time a reprocessing in-service was provided was on (B)(6) 2020. There has not been any change in the reprocessing personnel since then. All of the reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored hanging in a scope cabinet. The device will not be returned to olympus.

Manufacturer narrative:
This is the third of three associated medwatch reports filed for this event. There are three devices associated with this event. There is not additional information for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during reprocessing for an in-service appointment it was noted that the device was not being suctioned prior to flushing the scopes with detergent. There is no reported harm to any patient. There are three devices associated with this event.